Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button anomaly and prime rewind anomaly. The customer's blood glucose value was unknown. Customer states crack in casing near reservoir compartment and slower during rewind. Customer also reports sometimes has to press buttons twice and unexplained no delivery alerts. The insulin pump will not be returned for analysis.